Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The large keyboard was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the on/off button was nonfunctional. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.